Manufacturer narrative:
(B)(4). Multiple MDR's were filed for this event. Please see associated report(s): 0001825034-2018-07854, 0001825034-2018-07857, 0001825034-2018-07858. Concomitant medical products: 183006 , vanguard cr ilok fem-rt 65, lot unk; 183520, vngd cr lip tib brg 10x63/67, lot unk; 141222, biomet cc I-beam tray 71mm, lot unk. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported the patient had an unknown procedure for unknown reasons. No further information available.